Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The sample probe ((B)(4)) was realigned through normal troubleshooting and the instrument is performing as expected. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely elevated sodium results on the architect c8000 analyzer. The following data was provided: initial 183, repeats 153, 141 mmol/l. There was no impact to patient management reported.